Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was also reported that this patient originally had both knees done. The other side is suspected to be loose as well. The patient bmi was 45. Doi: unknown, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product photographs have been provided for review (alert dates: (B)(6) 2021 & (B)(6) 2021). No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.